Event description:
The home pt reported a reload set 160 alarm on a homechoice device during use. During troubleshooting of the alarm, it was discovered that the alarm may have been caused by a crack in the four prong cassette. The four prong cassette was replaced and the therapy was restarted. No pt injury or medical intervention was reported related to the event.

Manufacturer narrative:
The sample availability is unk at this time. Should the sample become available, a follow-up medwatch will be submitted.